Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller stated the prime meter has been reading very high. She took blood test in afternoon on (B)(6) 2014 and got 270. She was feeling dizzy and light headed. She got alarmed and went to ER and when the hospital checked it she was 69 so they gave her 4 glasses of orange juice to bring sugar up and went home when sugar was up in "normal" range. She works nights so she would sleep during the day. She said the 270 was fasting because she had just gotten up. She is a newly diagnosed diabetic so she does not have her typical range figured out yet. She took class for new diabetics and they showed her technique and storage and I believe she is doing testing properly. She tried test on her friend who also has prime meter and meter was reading higher for her also. Controls not used. Replacing product.